Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: focus function is out of order. A root cause could not be identified. Based on the results of the investigation, it is likely the focus function was out of order leading to blurry image. The most probable cause is: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex video scope had a blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.